Manufacturer narrative:
G4: 03jan2020 .(B)(6) 2020. The part was not returned for evaluation. A supplemental report will be submitted when new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 31 jan 2020. The field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/31/2019.

Event description:
It was reported that the touchscreen could not be calibrated. The ventilator was being used on a patient at the time the issue was discovered, however, there was no patient harm.